Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years, 1 month due to aortic regurgitation. The health-care provider has indicated that this event was due to patient related factors and not a product malfunction. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. Additional information regarding the event (e.g. Operative report, discharge summary) has been requested; however, it has not been provided at this time. The explanted device was also not provided. Without analysis of the valve, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.